Event description:
The medical team had an impella 5.5 support for 6 days when the patient recieved a heart transplant. The transplant and explant occurred in (B)(6) 2022. Later in (B)(6) 2022 the local abiomed field representative was notified the patient suffered an ischemic stroke attributed to the use of the impella and it's explant.

Manufacturer narrative:
The team discarded all the product at explant and as such there was no benchtop analysis. The root cause has not been determined. The failure mode will be monitored and trended.